Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed therapy electrode recognition test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation, the pulse wire in the front therapy electrode (te) was broken. This caused the electrode belt to fail a te recognition test. Once the pulse wire was reattached, electrode belt was fully functional. Review of the flag files revealed several te placement fault messages, however, there were no signs that the electrode belt was malfunctioning on last day of patient use. The root cause of the broken wire was unable to be positively determined, but was likely caused by excessive force on the cable. No adverse event resulted from the broken front te pulse wire. The last patient to use this belt did not report any deficiencies.